Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4), record #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the augmentation could not be measured. According to the customer the augmentation pressure was flat upon patient being transferred to the intensive care unit (ICU). There was an augmentation alarm that repeatedly occurred. The iab was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the augmentation could not be measured. According to the customer the augmentation pressure was flat upon patient being transferred to the intensive care unit (ICU). There was an augmentation alarm that repeatedly occurred. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the augmentation could not be measured. According to the customer the augmentation pressure was flat upon patient being transferred to the intensive care unit (ICU). There was an augmentation alarm that repeatedly occurred. The iab was replaced to continue therapy. There was no reported injury to the patient.